Manufacturer narrative:
The patient, who was enrolled in the study, was treated two weeks after the index procedure for an in-stent restenosis of the distally implanted stent. The severity was moderate and was treated with a planned revascularization. This is a case of rapid restenosis of a stent. In both the coronary and peripheral circulation, this classically occurs within the first 3-4 months following stent placement. No information or images are provided from the initial stent placement. The product was not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Endothelial trauma (from either post-deployment angioplasty or from the delivery catheter) can lead to rapid restenosis due to smooth muscle cell hypertrophy and fibroblast proliferation. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a conclusion between the device and the event.

Event description:
The report received via the study indicated that the patient was treated for in-stent restenosis of the distally implanted stent. The severity was noted as moderate and was treated with planned revascularization. The details of the index stent implant procedure are as follows: twenty-four hours prior to procedure, the patient was given 100mg of aspirin and 75mg of clopidogrel. Total dose of heparin during procedure was 5000iu. The access method was percutaneous, the puncture site was contralateral. Two smart stents were implanted (07x100mm). For post-dilatation, a sailor/invatec balloon was used (5x120mm). The vessel anatomy at the lesion site was straight and the type of lesion de novo. The lesion location was 140mm from the distal edge of the lesion to the superior edge of the patella. The total lesion length was 165mm and was occluded. The lesion was calcified. The reference vessel diamter was 5mm. The percent stenosis before the procedure was 0%. Percentage stenosis after stent placement and after post-dilatation was 0%. Medication at discharge: aspirin and clopidogrel.